Manufacturer narrative:
(B)(4). Batch # l4en0h. The analysis results found that the prw35 product was returned inside its original package. Upon visual inspection, 1 clip partially formed was noted to be loose inside the package; the blister and tyvek were found damaged on the area where the handles are placed. Due to the manipulation of the device and packaging, a possible cause for these conditions is because the device was firing inside the packaging and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, in the package, the material presented a loosened staple. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.